Event description:
It was reported that the customer was hospitalized for hypoglycemia. The contact called and was requesting to have the pump replaced. It was indicated that the md will try to find someone who will troubleshoot the pump at the hospital. The next day, the customer called back. The occlusion test was performed and the pump passed. No further details.